Event description:
Customer's cousin reported visit by the paramedics. The blood glucose reading is over 300 mg/dl for the day. The current blood glucose reading is 329 mg/dl. Customer treated with insulin pump. Customer does not have a backup plan and paramedics do not have insulin. Customer will see his physician later in the day. Customer is light-headed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.